Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving 2000 mcg/ml of baclofen at 345 mcg/day via an implantable pump. The indication for use was not provided. It was reported a volume discrepancy occurred on (B)(6) 2019. The actual reservoir volume (arv) was greater than the expected reservoir volume (erv). The arv was 20 ml and the erv was 5.9 ml. The volume discrepancy was observed at the patient's refill. There had not been any volume discrepancies previously. Prior to calling technical services, the hcp checked the pump logs and the reservoir was accessed. It was reported that there were no issues with the pump based off the pump logs. The patient had a magnetic resonance imaging procedure (MRI) back in april (of 2019) but the hcp saw a motor stall recovery associated with the MRI. The facility did not have the appropriate equipment to perform further troubleshooting so no further actions were taken. Troubleshooting considerations were reviewed. The hcp stated they planned to bring the patient back and do a catheter access port (cap) aspiration and dye study if appropriate. It was noted that patient had experienced an increase in spasticity since (B)(6) 2019. No further complications were reported or anticipated.